Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during specimen resection of the colon in an open colectomy, the white grip broke during the first firing. When starting to release the firing knob, it got stuck and partially fired after 10mm. Another device was used to complete the case. There was no patient injury.